Event description:
It was reported that the patients lead had high impedances. It was also noted that the patient was experiencing pain and inadequate stimulation. The patient underwent explant procedure and was doing well postoperatively. The explanted leads were not returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20865433.